Manufacturer narrative:
Continuation of d10: product ID 97800 lot# serial# (B)(6); implanted: (B)(6) 2022; explanted: (B)(6) 2026 product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence it was reported that the lead erosion. The caller stated that there has been lead migration and they have been in the ER with a lot of pain in their lower back and leg, and it has been to a point where they could not walk.. The caller said this issue started less than 2 weeks ago. The caller said that the ER said they need to be evaluated for removal. The caller added that the lead is poking the skin in their back (poking out) and they can move the lead just by putting the belt on. The caller said it is under tension and causing pain. Caller denied any falls/traumas that could have contributed to the issue. Agent reviewed known adverse events. The patient was redirected to their healthcare provider to further address the issue. The caller mentioned that the device has been off for a year and a half because it was causing issues,; numbness in their groin and they lost the feeling in a couple of their toes too, and the caller stated it was directly from the interstim therapy. The previous hcp is no longer covered under their insurance, and they did not find another doctor.

Manufacturer narrative:
Continuation of d10: product ID 97800 serial# (B)(6) implanted: (B)(6) 2022 product type implantable neurostim ulator section d information references the main component of the system. Other relevant device(s) are: product ID: 97800, serial/lot #: (B)(6), ubd: 28-oct-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.